Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. The product is distributed outside the united states, however, it is similar to the united states product. Additional information regarding the event, procedure and product has been requested. Additional information will be submitted within 30 days from receipt.

Event description:
The report we received from our affiliate indicated that the pt was admitted to the hospital for a stenting procedure in the right coronary artery (rca). The physician engaged the rca with a launcher jr 4 guiding catheter, then he crossed the target lesion with a bmw steerable guidewire, the mid segment was pre-dilated with a 2.5 x 20 mm sapphire balloon catheter and crossed the lesion with a 3.0 x 33 mm cypher stent. The physician tried to inflate the stent but it did not inflate due to a hub leakage. The procedure was completed with another 3.0 x 33 mm cypher stent.